Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight information; however, no additional information was provided. Section b5: additional information. Corrections were made to the dates included in the log file analysis (the events occurred in (B)(6), not (B)(6)). Section b3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the submitted log file revealed low speed and pump stop events while operating on the power module. Although these events appear consistent with a potential driveline issue, the specific root cause could not be determined through this investigation. It was reported that the patient is home and operating on an ungrounded system. The plan of care is to continue on the ungrounded patient cable. There have been no further events reported since the patient was placed on an ungrounded patient cable. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flows, low speed and pump off episodes for 2 nights. Patient was on batteries/ungrounded cable. Log file analysis showed 7 pump stops and 7 low speed advisories occurring intermittent on (B)(6) 2020 10:38-39pm, (B)(6) 2020 10:26pm, and (B)(6) 2020 3:34am. Speed drops were as low as 0 rotations per minute (rpm). X-rays were unremarkable. There were no further events reported after ungrounded cables were put in use. Patient is home on ungrounded system, and plan is to keep him on that system. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flows, low speed and pump off episodes for 2 nights. Patient was switched to batteries/ungrounded cable. The log file analysis showed 7 pump stops and 7 low speed advisories occurring intermittently on (B)(6) 2020 10:38-39pm, (B)(6) 2020 10:26pm, and (B)(6) 2020 3:34am. Speed drops were as low as 0 rpm. These issues only appeared to be occurring while the vad was connected to the power module. X-rays were unremarkable. The site requested unshielded patient cables.